Event description:
The reporter indicated that a 13.2mm, vticm513.2, -10.50/1.0/099 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. Low vault was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -10.50/1.0/099 was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault without rotation and the problem resolved. Claim # (B)(4).